Manufacturer narrative:
The insulin pump was received with no unexpected a21 alarm or audio beep anomaly noted during our testing. The insulin pump passed a21 error test and self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with her insulin pump while attempting to bolus. The customer reported her blood glucose level to be 162 mg/dl. The customer's insulin pump also experienced excess no delivery alarms. The customer may continue to wear the insulin pump until replacement arrives. The product may or may not be returned. No thing further to report.